Manufacturer narrative:
Please note: in 2004, a gore excluder bifurcated endoprosthesis contralateral leg component (pcc161200/lot# 02974177) was also implanted.

Event description:
In 2004, gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that endotension has caused the diameter of the patient's aneurysmal sac to increase. The physician plans to re-line the previously implanted devices.